Event description:
It was reported to covidien on 06/24/2009 that a customer had an issue with a thoracic catheter. Customer reports upon removal of a chest tube, a fragment of the tube tore off, and remained in the pt. Customer stated the pt went in for surgery the following day to remove the fragment.

Manufacturer narrative:
(B) (4). An investigation is currently underway. Upon completion, the results will be forwarded.